Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings and stated that the issue may be related to the settings. Customer's current blood glucose reading is 434 mg/dl and has treated with the insulin pump. Troubleshooting was performed and air bubbles were noted in the tubing. It was also noted that the customer did not suspend the pumps delivery and inserted the reservoir without rewinding and priming. All settings and the drive support cap appeared to be normal. No further information reported.